Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant attempt, there was difficulty with placing the lead due to the patient's anatomy. The physician forced the lead in order to introduce it through the vein. At some point, the physician felt the lead was possibly damaged/fractured, and a new lead was requested. The new lead was implanted and remains in use. No patient complications have been reported as a result of this event.